Event description:
A report was received that the patient had an increase in seizure frequency associated with the scs device. No further information could be obtained.

Manufacturer narrative:
Expiration date: ni.